Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the cartridge was leaking. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the cartridge leaking issue could not be verified as a used cartridge was not returned for investigation.